Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a battery compartment crack that was noticed 1 week prior to the complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: investigation revealed a battery compartment crack and the battery cap threads were damaged. The battery cap contact was found to be out of specification. The battery cap could not be properly secured to the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.